Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the patient underwent a vns generator replacement surgery on (B)(6) 2015 due to the high impedance. It was reported that lead pin re-insertion did not resolve the high impedance. Upon diagnostics the impedance was reported to still be greater than 10,000 ohms. The high impedance resolved once the new generator was attached to the existing leads. The explanted generator was discarded by the explanting facility and is thus unavailable for analysis. Data was received from the explanted generator. The data showed that the high impedance for the generator first occurred on (B)(6) 2015, one day following the generator implant date (impedance changed from 4893 ohms to 10793 ohms). This is indication of a probable pin insertion issue. Furthermore, the data showed that during the (B)(6) 2015 generator replacement, only interrogations were performed on the generator, with no evidence of a diagnostic test being done. Thus, the generator was only reporting the previous high impedance value, but a diagnostic test following pin re-insertion may have resolved the high impedance.

Event description:
Additional information was received containing clinic notes and an x-ray report for the patient. The x-ray report mentioned that there were no breaks identified in the lead. Following the patient's recent (B)(6) 2015 generator implant, lead impedance was stated to be within normal limits at 4,892 ohms. No known surgical interventions have occurred to date.

Event description:
It was reported that the patient's vns system was showing high impedance. Thus, the output current was disabled. No known surgical interventions have occurred to date.

Event description:
Additional information was received that the patient's device was still showing high impedance (>10,000 ohms) upon interrogation on (B)(4) 2015. X-rays were received and reviewed for the patient. Based on the x-rays received, the cause for the reported high impedance could not be determined. However, the lead pin could not be confirmed to be fully inserted past the connector block, and thus incomplete pin insertion could not be ruled out as a potential cause for the high impedance. Furthermore, the presence of a micro-fracture in the lead could not be ruled out. No known surgical interventions have occurred to date.